Manufacturer narrative:
See h6 and h11. The agent reported "proximal body was cold welded to the distal stem. We tried using the taper breaker to disengage the taper, and the connection between the taper breaker and t handle stripped." The reported device was not returned to surgical for evaluation. If at a later time the device is returned, an amendment will be opened to evaluate the event. This event occurred during surgery, near the patient. No risk or adverse event was reported. There was a 30 min delay in surgery, and the surgery was completed as intended. The instrument was inspected prior to use and found acceptable. When this event occurred, there was another suitable device available. Surgical devices condition can be determined while being used for its intended purpose. The replacement devices due to handling or prolonged use does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. The instrument could not be linked to a specific device history record (DHR) since the lot number was not reported. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. This event is possibly attributable through prolonged use or rough handling which surgical devices are subjected to. This is not an event associated with a product failure, malfunction or issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - proximal body was cold welded to the distal stem. Tried using the taper breaker to disengage the taper, and the connection between the taper breaker and t handle stripped, causing a 30-minute delay in surgery.